Event description:
On (B)(6), the user contacted dario to report inconsistent and elevated blood glucose (bg) readings. The user reported that for the past month she received readings ranging from 180 mg/dl to 300 mg/dl on her two dario meters, which is unusual for her. One month prior to contacting dario, the user reported receiving a reading of 184 mg/dl on her dario meter compared to a reading of 283 mg/dl on her other dario meter. Due to these elevated readings, the user went to the doctor, where he doubled the user's medication from a dosage of 1 mg of glimepiride twice/day to 2 mg twice/day. Two weeks later the user went back to the doctor, where her bg levels were tested in the lab, and were reading with a bg level of 114 mg/dl compared to a reading of 180 mg/dl with the dario meter. When the doctor saw the user's bg lab test results, he began to question whether the user's bg result of 114 mg/dl was due to increased medication and whether the dario readings were incorrect. While on the phone with dario's representative, it was determined that the user had been using an expired cartridge of strips with both of her meters. Dario's user guide states in the section regarding "factors that may lead to inaccurate results", that the use of strips after the expiration date may lead to inaccurate results. The user also reported that she kept her strips in the kitchen. Dario's user guide states in the section regarding "causes of unexpected results", that the storage of strips in places with high humidity, such as the kitchen can cause unexpected results. While on the phone with dario's representative, he instructed the user to open a new strips cartridge and test her bg level. The user tested and received acceptable readings of 188 mg/dl, compared to 208 mg/dl with her other dario meter. Even though these results were within ysi's 15% range, a replacement of dario's control solution were sent to the user to further investigate this issue. After the above was received, dario's representative followed up with the user and she reported that the control solution test with the new cartridge of strips were reading within range. The user did not provide us with the test results. Despite still being on the increased medication, the user reported receiving a fasting bg reading of 200 mg/dl. Dario's representative recommended to the user that she follow up with her physician regarding her bg readings. Therefore, it can be determined that there was misuse of the strips (off-label use). This complaint is not confirmed.